Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer had the fluid lumen capped since insertion, which is not the method described in the device instructions for use. There was no evidence of kinking of the fiber optic cable or the iab. The customer asked for a radial line and has disconnected the orange cable to eliminate the alarm. The customer was advised how to connect the transducer and assured that they had the correct cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer had the fluid lumen capped since insertion, which is not the method described in the device instructions for use. There was no evidence of kinking of the fiber optic cable or the iab. The customer asked for a radial line and has disconnected the orange cable to eliminate the alarm. The customer was advised how to connect the transducer and assured that they had the correct cable. There was no patient harm or adverse event reported.